Event description:
(B)(4). I had essure implanted when I was (B)(6) in (B)(6) 2010 and have had many health issues over the years. I've seen my pcp, obgyn, urologist, had eventually had a colonoscopy in my 20's and I was misdiagnosed with ibs. It was explained by the doctors that is was a process of elimination diagnosis. From dull to sharp pain in the abdomen and back, to severe migraines. I've had numerous cyst on ovaries and cervix, painful ovulation, menstrual, inflamed uterus, food sensitivities, bloating, nausea, chronic fatigue, painful intercourse, bleeding after intercourse, dry skin, chronic dry eyes, pineal brain cyst and brain aneurysm. I under went a hysterectomy on (B)(6) 2017, leaving only my ovaries, so that I will not go into early menopause.